Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a separation between the heater bag and the spike on the homechoice (hc) during last fill. The caller stated the heater bag fell after folding it and the spike can out of the bag. The bag was reconnected by the caller after becoming separated. The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had caller end therapy early and discard the supplies. The caller will contact registered nurse (rn) concerning this event. No injury or medical intervention was reported at the time of the call.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the caregiver (cg) on (B)(6) 2010 regarding the disconnection of the spike from the bag. The cg contacted the peritoneal dialysis (pd) nurse as instructed concerning re-spiking the bag and re-connecting the hp after the bag fell. The home patient received antibiotic therapy that same day in the pd clinic. The cg stated there was no injury associated with the incident. Cg stated that the patient continues to use the homechoice for pd therapy to date.